Event description:
It was reported that the patient presented for a post implant check. During inspection the newly implanted left ventricular lead had pulled back. A lead revision was not possible due to intraoperative bleeding caused by anticoagulants. The lead pulled more in the recovery room and high capture thresholds were observed. The patient was stable and would present for lead revision.